Event description:
Results of triage cardio profiler printed as 'low' following pt result deletion by custom software to connect with hospital lis system. When the results were checked in the customer software, they were all above the cut-off. The printout from the triage meter indicated pt results as 'low' for all 4 cardiac markers. The printout also indicted an internal qc error message and "results rejected by user". The technician repeated the sample and found that the results were indeed elevated. Results had been deleted from the meter using the custom software around that time. Customer was concerned that the printout caused confusion and could have potentially harmed the pt.

Manufacturer narrative:
Investigation pending.